Manufacturer narrative:
The reported event of migration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 6mm and a 10mm amplatzer vascular plug ii (avpii) were selected to embolize blood flow in the common hepatic artery for a patient with pancreatic cancer. The 6mm avpii (lot: 4403477) was deployed in the common hepatic artery with a vessel diameter of 4.5mm. Prior to detachment from the pusher wire, the avpii migrated from the deployment site. The 6 mm avpii was attempted to be retracted into a non-abbott sheath (model and size unknown); however, the 6mm avpii was unable to be pulled into the sheath. The physician elected to release the 6mm avpii in the splenic artery with intentions of explanting it during the scheduled surgical intervention. Subsequently, the 10mm avpii (lot: 4896571) was deployed in the common hepatic artery as planned. The procedure was successfully completed without any further issues. No consequences to the patient were reported. On 03 august 2015, distal pancreatectomy and composite resection were performed. When the composite resection of the common hepatic artery and celiac artery was performed, the implanted 6mm avpii was explanted and discarded. The patient's postoperative course was uneventful and on (B)(6) 2015, the patient was discharged from the hospital. No additional information is expected. (Clinical study patient ID: (B)(6).